Event description:
It was reported that the device was at elective replacement indicator (eri) and the physician had concerns about the longevity. It was further reported that device had been programmed with maximum outputs on the left ventricular (lv) lead for over a year. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 implantable pulse generator (ipg) (B)(6) 2011; 4592-45 implantable pacing lead (B)(6) 2003; 5076-58 implantable pacing lead (B)(6) 2011. (B)(4).